Event description:
Event description guidant received information that this implantable lead displayed one out of range pacing impedance measurement, in the middle of normal and stable values. The device displayed one clinical event for high impedance. The device was cleared and reset. A guidant technical services representative recommended continuing to follow the patient monthly to see if any other clinical events occur.